Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the highly calcified shunted vessel. The 4.0 x 40/40 sterling balloon dilatation catheter was selected for use. The balloon was inflated three times to 12 atms and upon the third inflation attempt of the constricted area, a balloon rupture occurred. There were no patient complications reported and the procedure was completed with this device. The patient status is listed as 'good'.